Event description:
Device report from synthese reports an event in japan as follows: it was reported that during a surgery on (B)(6) 2023, the drill bit broke. Although the broken drill bit was difficult to find in the patient¿s body and to remove, the surgeon finally succeeded in removing it from the patient¿s boy while checking the x-ray. The surgery was completed successfully with no surgical delay. This report involves one 1.5mm dia drill bit w/6mm stop 13mm length f/90° screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: dzi complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter facility name: national university corporation osaka university dental hospital reporter is a j&j employee.,: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.